Manufacturer narrative:
Calibra requested return of the product but it has not been received. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the patient reported that the patch was caught on a cabinet when leaning over the countertop. The device pulled halfway off and could no longer be used. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the device became unusable.

Manufacturer narrative:
Follow-up #1: [date of submission 11/9/2016]-device evaluation: the patch has been returned and evaluated by product analysis on 10/26/2016 with the following findings: DHR was performed and no issues were found related to this complaint. Visual inspection was performed to evaluate the device. Based on the investigation and visual inspection results it can be concluded that the complaint was not confirmed and no further action was required. According to the user¿s guide, the patient should avoid placing the patch where it will be frequently struck or rubbed against other objects.